Manufacturer narrative:
The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number ar-503-tttd, lot 1297044, associated with this event has been involved in recall number 1220246-1/298/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported by the patient's legal representative that the patient had undergone a left knee menisectomy and "chrondroplasty" on (B)(6) 2015. Thereafter, on (B)(6) 2015 the patient had a hemi-arthroplasty on her left knee. The records provided list that the following arthrex products were implanted during the (B)(6) 2015 procedure: ar-501-ttlb ibalance uni-tibial tray (lot 108761228), ar-501-uflc ibalance uni-femoral implant (lot 1470559) and ar-501-tbb0 ibalance uka tibial bearing (lot 77941142). On (B)(6) 2015 the patient underwent another surgery converting the uni-knee to a total knee replacement. According to the medical records the pre-op diagnosis, and x-ray findings prior to the (B)(6) 2015 procedure note a loose femoral component. However, the operative report notes that the tibial baseplate was loose, not the femoral component. During the procedure the hemi-arthroplasty implants were removed and the following left tka ibalance system components were implanted: ar-503-tttd tibial baseplate (lot 1297044), ar-517-4l femoral implant (lot 1438430), ar-503-a313 tibial bearing implant (13mm) (lot 113601414) and ar-504-psa8 patella implant (lot 113601322). Another manufacturer's bone cement was used with the arthrex implants. The medical records provided note that the patient¿s bmi was 38+ which is a contraindication for both the uni and tka devices. On (B)(6) 2016 the patient underwent a revision left knee tka procedure. The op reported noted that the tibial component was extremely loose with a well fixed femoral component. During this procedure the patella was resurfaced and the previously implanted ((B)(6) 2015) arthrex tka components were explanted. At time of surgery patient was (B)(6) with a bmi of 39+ which is a contraindication for the tka device. To complete the revision procedure the surgeon used another manufacturer's product.